Event description:
The user received a questionable c-reactive protein generation 3 (crp) result for one patient sample. The initial result was 0.0 mg/l and was reported outside the laboratory as <0.6 mg/l to the emergency unit (EU). The EU had a point of care device (quick read form orion) for crp and had taken a sample before sending it to the laboratory. When the erroneous result was reported, they, therefore, did not believe it. They contacted the laboratory and the sample was rerun with a result of 150.2 mg/l. The result from the cobas 8000 analyzer was 147.58 mg/l. The patient was not adversely affected and was currently recovering. The crp reagent lot number was 648814. The expiration date was not provided.

Manufacturer narrative:
A specific root cause could not be identified. No alarms were generated at the time of the event. Calibration and qc recovery were acceptable. No problem was identified at the customer site with sample preparation or daily maintenance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).